Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number 9616099-2008-00739. Add'l info will be submitted 30 days from receipt.

Event description:
Ten hours post-procedure, the pt had persistent angina and ECG changes which required a new angiography. Cag showed an acute stent thrombosis in the distal lad and a dissection distal to the target lesion. The lad had 100% occlusion. There was no restenosis of the side branch, 2nd diagonal artery. The lad was revascularized with a bms driver 3.0 x 18mm. A mi with elevated cardiac enzymes also occurred; however, the physician stated that this was not related to the stent thrombosis and was related to the procedural failure of residual distal dissection in the lad. The report is from the cactus study. The pt was a male with a history of hypertension, stable angina class2, and a family history of ischemic heart disease. Medications at baseline were aspirin, ticlopidine, nitrates, ca++ antagonists and beta blockers. The target lesion was the bifurcation of the lad and the 2nd diagonal. While wiring the lesion, the guide wire caused a dissection in the distal lad. The main branch was the lad. A 99% stenosis was pre-dilated with a 2.5 x 15mm balloon and a cypher 3.0 x 28mm was deployed at 12 atm. A 3.0 x 20 kissing balloon was used (12atm) and the final stenosis was 0% and timi flow was 3. The side branch was the 2nd diagonal. There was a 99% stenosis and the lesion was pre-dilated with a 2.5 x 15mm balloon. A cypher 2.5 x 18mm was deployed at 12 atm. It was post-dilated with a 2.5 x 12mm balloon and a 2.5 x 15mm kissing balloon was used as well. Final stenosis was 0% and timi flow was 3. A cypher 2.5 x 33mm was deployed at 12 atm in the distal lad, overlapping the previously deployed cypher, to treat the dissection which occurred at the beginning of the procedure.